Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error with open book image. Customer stated that the battery ran low an hour before was the only alarm received. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. Device was received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place properly.